Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) the introducer sheath was leaking more than usual and the physician felt that there was air going into the system through the three-way valve. The leadless ipg was implanted and the introducer sheath was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The deployment button hub of the delivery system leaks. Fluid pathway leak was observed on the delivery system. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. There was a three way valve affixed to the flush port valve of the delivery system. The outer shaft was kink/buckled at 4.8 cm from the distal end of the delivery system. The inner shaft was kinked at 1.5 cm from the distal end of the recapture cone. There was no air ingression or water leak with the three way valve affixed to the flush port valve while flushing. There was a leak inside of the delivery system handle while flushing. There was water leaking from the o ring inside of the deployment button hub of the delivery system. The adhesive was fully intact between the deployment button hub and the outer shaft with no leaking at the joint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The deployment button hub of the delivery system leaks. Fluid pathway leak was observed on the delivery system. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. There was a three way valve affixed to the flush port valve of the delivery system. The outer shaft was kink/buckled at 4.8 cm from the distal end of the delivery system. The inner shaft was kinked at 1.5 cm from the distal end of the recapture cone. There was no air ingression or water leak with the three way valve affixed to the flush port valve while flushing. There was a leak inside of the delivery system handle while flushing. There was water leaking from the o ring inside of the deployment button hub of the delivery system. The adhesive was fully intact between the deployment button hub and the outer shaft with no leaking at the joint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) the delivery system was leaking more than usual and the physician felt that there was air going into the system through the three-way valve. The leadless ipg was implanted and the delivery system was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: b5, d2, d4, h4, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.